Manufacturer narrative:
This lead was explanted on (B)(6) 2023.

Manufacturer narrative:
This lead was explanted on (B)(6) 2023 intica neo 7 hf-t qp df-1 is4 promri the ICD was not returned for analysis. The analysis is therefore only based on the returned data, the inspection of the quality documents associated with the manufacture of this particular device and the analysis of the leads. A thorough inspection of the data revealed a normal and expected ICD behavior. Linox sd 65/18 upon receipt, the lead was found cut 14 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through 10 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured. These damages are assumed to be the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils were found stretched, which most likely resulted from the extraction procedure due to tensile stress. Solia s 53 upon receipt, the lead was found cut 6 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed a bent conductor coil 5 cm proximal to the lead tip, a bent lead tip and the distal part of the lead was found pulled out of the ring electrode. These damages probably resulted from tensile forces applied during the extraction procedure. Sentus promri otw qp l-85/49 upon receipt, the lead was found cut 25 cm distal to the is-4 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. During the inspection a bent conductor coil 15 cm proximal to the lead tip was found, which most likely resulted from the extraction procedure due to tensile stress. Furthermore, the insulation was found damaged 30 cm proximal to the lead tip, which most likely resulted from the surgery due to an extraction tool. The quality documents accompanying the manufacturing processes for these devices were reviewed. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that a too high shock impedance was observed during appropriate shock delivery. Device currently remains implanted. Should additional information be received, this file will be updated.